Event description:
It was reported that a cartridge did not fit onto the pump. The customer¿s blood glucose (bg) was ¿high¿ on continuous glucose monitor, specific value was not given. Bg was addressed with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.